Manufacturer narrative:
(B)(4). Customer has indicated that the product will be returned for evaluation and repair. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the a.t.s. 3000 would not release pressure on both sides. Event occurred during surgery. No harm reported and there was a delay (unknown time) in the event. No additional patient consequences were reported as a result of this malfunction.

Event description:
It was reported that the unit would not release pressure on both sides. Event occurred during surgery. No harm reported and there was a delay of less than 30 mins in the event. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury. The initial report was forwarded in error and should be voided.